Event description:
It was reported that the pt developed a hematoma at the implant site and it required drainage. Then, a small wound dehiscence and drainage developed and the pt returned to surgery for wound irrigation and closure. A culture of the wound fluid test was positive for mrsa. The pt was treated with tetracycline. The wound healed and there was no skin erythema or induration, there was no swelling at the implant site. Two months later, it was found that the stimulator eroded through her skin. The plastic portion of the device was visible and there was a small amount of pus. The stimulator was removed and the leads were placed in the peritoneal cavity with end caps for anticipated replacement of the stimulator. Further info is being requested from the hcp.

Manufacturer narrative:
.